Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had a faulty silhouette and insulin was not coming out. The customer states they were priming their pump and received no delivery alarm. The customer's blood glucose level at the time of incident was 420mg/dl. The customer treated the high with the pump. Troubleshoot was conducted. The customer will be returning set for analysis and receiving replacement.